Event description:
It was reported that the pain pump did not work. The patient developed two large granulomas next to the spinal cord. The pump was removed. The pump was used to infuse fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).